Event description:
It was reported, during in clinic follow up. That the atrial lead and ventricular lead exhibited clavicular crush. That was confirmed, via fluoroscopy. Pacing impedance drop was noted. Both leads were capped on (B)(6) 2024 and replaced. The patient was stable and asymptomatic.